Event description:
A report has been received on 07/24/2009, from a hemodialysis user facility and reported the following: pt on hemodialysis machine. Hemaclip in place on venous line and venous end of perm cath. Line separated and caused bleeding from the dialysis line. The facility has been contacted for add'l info regarding the event. In speaking with the nurse, it has been learned that this pt wears a t-shirt that he would pull up and in this incident, during dialysis, the staff had noticed blood on his shirt and then noticed that the venous line and catheter connection were slightly apart with the hemasafe device still in place. The pt had let his t-shirt come down, and it had absorbed some of the blood. Once the staff detected this incident, the pt was sent to the ER for eval. The facility reported that the estimated loss of blood was >275. Labs were drawn and the hemoglobin was 8.8. The ER md discharged this pt to his home with instructions to have labs rechecked the following day. The labs on the following day were 7.6. It was learned that the clinic md gave the pt the option of the date he wanted to receive a transfusion. The pt opted to receive transfusion on the day of dialysis which was approx two months earlier. The pt had remained asymptomatic. There is no sample or lot for an eval.

Manufacturer narrative:
It is the belief that for this incident, there appears to have been a partial disconnection of the site and not a separation of the line, and that the cause was due to other contributory factors and not a product defect.